Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death was not provided. Follow up was performed with the health care provider (hcp), who stated that the customer's mother had called inquiring if the pump could be donated, as the customer had passed away the previous month. The hcp declined to provide any other information, including any information which identified the patient or specific pump. It is unknown if the customer was using the pump at the time of death.